Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image occurred due to a faulty cable. The root cause of the faulty cable was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, a defective cable was found, which caused a black image, and the device failed water tightness. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reparation for use, when the camera head was connected to the system, the screen wen black. It was noted that the camera head was able to be recognized by the video system, but video image was not available. There was no harm or user injury reported due to the event.